Event description:
Css staff responded to an emergent page from cv recovery, stating that the patient's pump had stopped and was not turning back on. Css staff immediately went down to analyze the issue. Css staff also brought an additional console for a potential switch. Once css staff arrived the patient was responsive. The console was alarming "impella pump off". Css staff notified the impella rep in regards to the situation and explained that the pump had been off for longer than 5 min. The rep suggested to try and restart it. Css attempted a restart but the pump stopped after the first attempt. Css staff made preparation to switch the console but dr. (B)(6) determined that the catheter may be clotted so he ordered css to grab the 50cc balloon for a bedside insertion. After grabbing the iabp console and arriving to the room, another decision was made to take the patient directly to the operating room for emergent 5.0 insertion. Css staff removed the impella consoles from the room and made preparation for the 5.0 case in the cv operating room.